Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Customer reported that this morning when he tried to unlock the key, the up arrow was lid up so he was pressing it and it was not unlocking the insulin pump. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.